Event description:
It was reported by the perfusionist, that while in the operating room the intra-aortic balloon (iab) was prepped per instruction. When the blue key was inserted into the pump, the pump did not recognize it. The blue key was removed and inserted again with the same results. The perfusionist used a "pen" to pull the internal mechanism out a little more so, the blue fiberoptix sensor (fos) key would be recognized by the pump. After doing this, the fos was recognized by the pump. The iab was removed from the tray and given to the md to insert through the sheath. As the md was inserting the iab into the sheath, the membrane of the iab began to gather at the opening of the sheath. Because of the "bunching up" of the membrane the md removed the iab from the sheath and used another iab with success. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.